Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. The device was not in patient use. The device's machine flow sensor needs replaced to address the issue. In this report, box b: adverse event or product problem has been updated/corrected in this report.